Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a month prior to contacting lfs. It was reported the patient obtained a blood glucose result of ¿170 mg/dl¿ with the subject meter. The patient manages his diabetes with glipizide pills. It is not known if the patient made changes to his usual management routine. The reporter claimed the patient had a symptom of pain in his legs. After the (B)(6) 2013, the reporter alleged emergency medical services (ems) was contacted. The patient obtained a blood glucose result of ¿27 mg/dl¿ with the ems meter. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result suggestive of a serious injury with an ems meter and received medical intervention after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/11/2013). The patient¿s meter and test strips have been returned on 6/28/2013 and 7/1/2013, respectively, and evaluated by lifescan product analysis on 7/8/2013 and 7/9/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The returned test strips gave results above the control solution range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.